Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products - tibial full block augment precoat size 1 10 mm thickness catalog# 00588000110 lot# 62743013, femoral component option for cemented use only size b left catalog# 00588001201 lot# 61910478, ng pre fem aug sz c 10 post catalog# 00599003302 lot# 60818714, stem extension straight 14mm dia x 100mm length(combined length 145mm) catalog# 00598801014 lot# 37213311, articular surface with hinge post extension screw catalog# 00588002023 lot# 62404732, tibial component precoat nonmodular size 1 catalog# 00588000102 lot# 62697958. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 04484, 0001822565-2017-04486, 0001822565-2017-04487, , 0001822565-2017-04490, 0001822565-2017-04491, 0002648920 - 2017 - 00415.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to unknown reasons a year later .

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient underwent a left initial knee procedure. Subsequently, the patient was revised due to tibial loosening a year later. No additional patient consequences were reported.